Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Product registration - correction. D4 catalog no - correction. H2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6)2026, it was reported that the patient had an 80 mg/dl discrepancy among dexcom app, omnipod app, and manual bg despite prior calibration. The patient reported that they had a bg of 265 mg/dl and also a bg of 404 mg/dl which led them to the emergency room (ER) for care. The egv during those times were not provided. No omnipod 5 alarms were reported. The patent sought out medical attention on (B)(6)2026 and while the patient was in the ER, they evaluated for high glucose (not dka) and started IV insulin drip. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.